Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 30) with multiple cartridges during basal delivery and the load process. Additionally, the insulin gauge was inaccurate. The customer's blood glucose was 200 mg/dl. Reportedly, the customer loaded a new cartridge successfully.